Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up check, this right ventricular (rv) lead exhibited a pacing impedance measurement of 1740 ohms. A lead fracture in the subclavian area was suspected. The patient was seen the following month, and the rv pacing impedance measurement was greater than 3,000 ohms. The patient was hospitalized pending a lead revision the following week. When the lead measurements were checked before the procedure, the rv lead pacing impedance measurement was 476 ohms. An incomplete fracture was suspected and the revision procedure was performed. It was noted that the patient¿s right atrial (ra) lead had high, out-of-range pacing impedance measurements since the device replacement procedure three months ago. During the procedure, the rv lead was removed from the device and the lead measurements were within normal range on the pacing system analyzer (psa). The leads were reconnected to the device and again, the rv pacing impedance was normal. However, since the impedance measurements had been unstable, the rv lead was surgically abandoned and replaced. The non-boston scientific device was also replaced, as a header issue was suspected to be the cause of the out-of-range ra pacing impedance measurements; the chronic ra lead remains in service. No adverse patient effects were reported.